Event description:
Voluntary medwatch received states the patient's right ventricle lead exhibited far p wave oversensing with out of range of in r wave amplitude. It was suspected that the lead had been dislodged. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.